Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the imaging system would not home completely due to extensive damage to x-cover. The cover was manually manipulated and the issue resolved. Completed home verification. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the gantry of the imaging system would not open. The gantry would extend up and down but would not open when attempted to open the gantry. A hold m button prompt was displayed. Site reported that holding the m button did not resolve the issue. Site brought in another imaging system to complete the case. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.